Event description:
False positive ab/ag p24 test result (with negative results from (B)(6) differentiation assay and rna tests on same sample). Patient has had covid-19 within two-months of false positive ab/ag p24 test - which is similar to published case reports suggesting cross-reactivity between covid-19 and p24 antigens. Https://jcp.bmj.com/content/74/9/614. Follow-up testing ((B)(6) differentiation assays and (B)(6) rna nat assays were (B)(6)). FDA safety report ID# (B)(4).